Manufacturer narrative:
Concomitant product: 5076-45 lead, implanted: (B)(6) 2015; 5866-38 y-adaptor, implanted: (B)(6) 2016.

Event description:
It was reported that the patient experienced diaphragmatic/phrenic nerve stimulation from the left ventricular (lv) lead post operatively and was reprogrammed several times by the clinic. It was noted that since the lead was electronically repositioned several times with stimulation returning the physician made the decision to inactivate the lead and to place epicardial lv leads instead. The first epicardial lead was placed in a lateral position. Then a second lead was placed in a posterior lateral position. The leads were being attached to a y-adaptor when the posterior lead was dislodged. The decision was then made to go with only using the lateral lead. The posterior lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.